Event description:
The customer's family member reported that the customer had passed away. The customer was wearing the pump at the time of death. The family member stated that the cause of death is unknown. Family member stated that the autopsy was done, but no conclusion had been made and that there are blood tests being done to determine cause of death. The family member stated that the customer was on the pump for about a month. The family member stated that the customer had been in an accident about a week before customer died and was fine. The family member stated that the customer had flu like symptoms in the morning before customer died and had been feeling better by the afternoon. The customer planned on going to work that same day and customer's co workers went to pick customer up. The customer's co workers had to break into the customer's residence after no response from the customer.